Event description:
A family member reported that the patient experienced a blood glucose (bg) of 20 mmol/l with nausea. The family member reported that the site was changed and by the end of the call bg was responding and had decreased to 13.2 mmol/l. Customer support reviewed the pump with the family member. There were no pertinent alarms recorded in the pump history. The total daily dose amounts added up correctly. The bolus history showed that all boluses were delivered in full. The family member confirmed that there was no redness, bleeding, pus, or leakage at the sites and the sites were rotated between the abdomen and thighs. The family member reported that the patient's site was due to be changed on (B)(6) 2011 but the site was instead changed on (B)(6) 2011. The family member stated that when she was filling the cartridge, it felt "more stiff". Last site change today, changes out every 3 days typically. The family member reported that she normally filled the cartridge immediately upon taking the insulin out of refrigerator. Customer support advised the family member to fill the cartridge with room temperature insulin. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No activity outside of normal use was found in the pump black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The family member indicated that the patient's site was not changed on time, when the site was changed the patient's blood glucose began decreasing. The family member also reported that the cartridges were filled with refrigerated insulin; customer support advised the family member to use room temperature insulin. No conclusions can be made at this time.